Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-002077796

Event description:
It was reported that a patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis that was explanted for unknown reasons. The surgeon noted that the explanted device was in poor condition. It was discolored and very misshapen.

Manufacturer narrative:
On 26-feb-2026, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the suspect medical device is a mentor memorygel boost breast implant gel breast prosthesis, catalog #smhb580, lot #9988802, PMA #p030053. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additionally, an explantation date was reported. On 05-mar-2026, mentor completed its investigation on the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. During visual evaluation the breast implant a crease/fold was noted in the anterior view. In addition, a deformity was observed at the crease/fold on the anterior view. This deformity may be caused by the crease/fold noted. Additionally, no apparent discoloration was observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. The event described could not be confirmed as the breast implant was returned without discolorations. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. H6 investigation findings c22: cosmetic defect. Manufacturer¿s reference number: (B)(4).